Event description:
It was reported that: "the drill bit got caught in the drill guide."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. This is the same patient/event as MFR # 2249697-2009-00688.